Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they were referring to either the stage 2 procedure or possibly an earlier battery replacement as there was no device issue or unknown surgery performed. The cause of the small amount of efficacy wasn't determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 26-jan-2015, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 20-oct-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 06-jul-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 19-nov-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's dbs system was entirely removed and replaced during a revision surgery on (B)(6) 2023.  The patient reported little or no efficacy from dbs implants. The surgeon noted the patient's left lead appeared to be raised about 6mm from its intended location. The hcp was not sure what caused this. They said they might have accidentally pulled on it during an earlier surgery, or it might have been pulled by something else. The right lead they were removed and replaced to get more efficacy for the patient. The circumstances that may have led to or contributed to the issue were unknown. The diagnostics/troubleshooting performed previous to the surgery were unknown. After removing the previous system, the patient completed stages one and two. The issue was resolved.